Event description:
It was reported that the patient's leads did not get up 'high enough' to cover the area where his problem was and they were considering a revision. When the patient laid down, his pain felt like it was in his right hip pointer, but the device was able to 'vibrate' that pain away. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient did not have concerns about his device or therapy. The reporter stated that the patient programmer had been replaced.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).